Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad) artery. During deployment of the unknown promus premier stent it was noted that the stent was deformed. The deformed stent was covered with a non-bsc stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).